Event description:
A doctor alleged that two (2) patients experienced sensitivity after sonicfill was used for their restorations. This is the first of two (2) reports.

Manufacturer narrative:
The doctor performed restorations using sonicfill composite for teeth numbers 2,3, and 31, for the patient. The patient experienced sensitivity in her #3 tooth, two (2) days after the procedure. The doctor adjusted her bite upon her return visit; she was advised to take advil to relieve the discomfort. Approximately one (1) month after her initial procedure, the patient returned to doctor's office and alleged that she was still experiencing sensitivity; the doctor removed the sonicfill composite from the patient's tooth and completed the restoration with a different product. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore no evaluation can be conducted.